Manufacturer narrative:
The impella device was not received from the customer. Therefore, the investigation of the device was not possible. Should the device or any new information be received, a supplemental report will be filed.

Event description:
The complainant reported that there was ventricular fibrillation (vf), arrhythmia, and cardiac arrest during impella cp patient support. During the procedure, the patient had multiple episodes of vf, which required defibrillation. Post procedure, the patient was bradycardic, which required the placement of a temporary pacer. The patient coded overnight and was given two rounds of cardiopulmonary resuscitation and was shocked. The impella was repositioned by the doctor post arrest. The echocardiogram showed an acceptable position around 2.7 centimeters from the aortic valve. The patient had ventricular tachycardia with a pulse and was defibrillated once. The patient was being paced but underlying rhythm was bigeminy which caused the suction alarms. The patient was converted back to a normal sinus rhythm. Care was withdrawn and the patient expired.

Manufacturer narrative:
Additional information was received and noted the following: the pump was placed because the patient experienced a ventricular fibrillation arrest following a percutaneous coronary intervention. It was further clarified that the impella device was placed after the ventricular fibrillation arrest. Care was withdrawn. Based on the additional information complaint file clinical code ventricular fibrillation was removed. Therefore, h6 health - clinical codes/impact codes were repopulated to represent the reported event. Investigation. The device was not returned; therefore, an evaluation/analysis of the device was not possible. The investigation was completed and noted a device history record confirmed the device passed all the post sterile inspection checks. Regarding the cardiac arrest/ arrhythmia, in order to make a root cause determination, all of the clinical details would have to be provided. The root cause of the injury was unable to be determined due to insufficient clinical details. H6 investigation: type, findings and conclusion codes and h6 component code were updated accordingly based on the completed investigation.